Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Medtronic was notified of the following reported condition - the capsule was still attached to the delivery device. One bravo delivery device was returned for analysis. Adhesive was noted on the nose of the delivery device. Adhesive was noted at the capsule attachment point. Based on the evidence available the reported condition was confirmed. The most likely cause was determined to be manufacturing related. A process improvement has been initiated to prevent this condition from recurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule was still attached to the delivery device. The nurse paired the capsule correctly and the integrity of the device and pump was checked. The placement was checked by the consultant, then guided the device for deployment, and then waited 30 seconds for the tissue to fill the chamber. The consultant removed the safety clip, plunged the delivery device, removed thumb from the delivery device, waited for five seconds, then rotated the wheel, however the delivery device did not pop back up to the white rubber automatically. The consultant thought to flicked the wheel twice or three times to attempt to bring the wheel back up to expose the white rib. The consultant then powered off the pump, removed the delivery device, but the capsule was still attached to the delivery device. Another capsule successfully attached on the same procedure. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate the placement of the capsule. There was no patient or user harm.